Event description:
The international customer reported the ventilator alarmed due to post watch dog failed. Upon review of the diagnostic report, it was noted that cbit o2 device failed occurrence was logged. The customer reported the device was not in use on a pt therefore, there was no pt involvement or harm. Upon an oxygen device failed occurrence, the ventilator alarms and continues to provide ventilatory support to the pt using an air gas source. Loss of the oxygen source can be detrimental to a pt if this type of event occurs. The international service engineer verified the reported problem. The service engineer replaced the cpu board to address the reported problem. Applicable final testing was completed and passed to operating specs.